Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump touch screen was intermittently unresponsive. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
Battery was verified. Touchscreen issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.